Event description:
Drop out at the clinical information center (cic) was reported on up to five patients at random intervals. No death or serious injury has been associated with this report of drop out, and medical intervention was not required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.